Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3; reference MFR. Report#: 1627487-2018-09835, reference MFR. Report#: 1627487-2018-09836. It was reported that the patient is experiencing high impedances on several lead contacts. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Hospital policy prohibits the release of patient weight. In the initial report, inadvertently referenced other devices which do not pertain to this issue, and has been corrected in this report.

Event description:
Additional information was received that surgical intervention took place during which lead was explanted and replaced. Post-operatively, effective therapy was established.